Event description:
Eighteen months after percutaneous coronary intervention (pci), the pt developed heart failure. The pt was hospitalized and died approximately three weeks later.

Manufacturer narrative:
As reported by the study, this pt presented to the cardiac catherization unit for elective treatment of 1-vessel disease. Pre-procedure medications included warfarin potassium 2mg/day and digoxin 0.125 mg/day. Intra-procedure medications included heparin 5000 units. Percutaneous coronary intervention (pci) was performed on a totally occluded lesion was in-stent restenosis of an unknown bare metal stent of unknown length in a 2.08mm vessel diameter at a bifurcation. The (type c) eccentric lesion was diffuse. Pre-dilation was conducted with a 2.5x15mm balloon at 12 atmospheres (atm) before deploying a 2.5x23mm cypher stent at 16 atm and a 2.5x 18mm cypher stent also at 16 atm, proximal to the first stent. Post-dilation was not conducted. Timi 0 and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 21%. Intravascular ultrasound (ivus) was not conducted. Post-procedure medications and pre-procedure medications included warfarin potassium 2mg/day and digoxin 0.125mg/day. Add'l medications started almost one month following the procedure and included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. One month after this, cilostazol 100mg/day was also added, for unspecified reasons. Eight months later, follow-up coronary agiography was conducted and 28% stenosis was found in the two initially implanted stents. This was not treated. New stenosis, 75%, was found in the mid left anterior descending artery (lad). The pt had no symptoms. To treat the stenosis, two 2.5x18mm cypher stents were deployed, but details of this procedure are not known. Ten months later, the pt developed heart failure. Coronary angiography was conducted, but there was no new stenosis found and the implanted cypher stents were patent. An IV was started, but approximately three weeks later, the pt deceased. An autopsy was not performed. The physician commented that the cause of death was heart failure, and it was not related to the cypher stents. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of four products used in the pt that are associated with the events reported under the following manufacturing numbers 9616099-2007-00582, 9616099-2007-00583, 9616099-2007-00584 and 9616099-2007-00585.